Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Event summary: it was reported that the patient had a revision due to armd (adverse reaction on metal debris). The patient was part of a continuum mom study. Product was implanted on (B)(6) 2011 and revised on (B)(6) 2018. No elevated blood/metal ion levels. Review of received data: - medical records and radiographs were provided and reviewed by a health care professional. Review of the available radiographs identified the following: left hip arthroplasty components were anatomically aligned. There were three small areas of radiolucency along the acetabular component consistent with osteolysis. No further evaluation was possible with the x-ray image provided. Review of the operative notes identified the following: the patient underwent a cementless left total hip arthroplasty on (B)(6) 2011. A zimmer biomet's continuum shell 50mm, metasul taper liner 36mm, metasul femoral head 36mm, and m/l taper stem sz 6 std. Offset were implanted. Desired fit was achieved and there were no intra-operative complications. The patient underwent a revision procedure on (B)(6) 2018 due to pain, slightly elevated metal ions, and pseudotumor. During the procedure, dark brown synovial fluid was noted indicating adverse tissue reaction. The metasul liner and head were removed. A raised polyethylene liner was implanted. No further complications identified. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary : it was reported that the patient ((B)(6)) had a revision due to armd (adverse reaction on metal debris). The patient was part of a continuum mom study. Product was implanted on (B)(6) 2011 and revised on (B)(6) 2018. No elevated blood/metal ion levels. Based on the received medical documentation the reported event can be confirmed. No product was returned; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the document-based investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item number 00877000936, item name metasul taper liner hh/36, lot # 2555081. Item number 00877003603, item name msul head 36 12/14 sz l/+3.5 /+3.5, lot # 2560551. Item number 00771100600, item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 standard offset, lot # 61772616. Item number 00875705001, item name shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot # 61615643. Device evaluated by manufacturer: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision approximately 7 years post implantation due to adverse reaction on metal debris, moderately elevated metal ion, pseudotumor and fluid collection. Attempts to obtain additional information have been made; however, no more is available.